Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with battery tube threads cracked, minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer received three failed battery test alarms and the buttons stopped responding on the insulin pump. The customer's blood glucose was 77 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.